Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The problem with the rod is that the ratchet that joins the uprod to the ankle clamp is not working. I am unable to attach the ankle clamp.

Manufacturer narrative:
The complaint states we recently consigned some attune sets into (B)(6) hospital. On checking the sets, I found that one of the instruments is not working. It is part of the tibial jig. The up rod that clamps onto the ankle clamp. A complaint database did not identify any anomalies. Without further information, the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.